Manufacturer narrative:
E1 event facility name was shortened due to character limitations. The complete name is (B)(6) centre. To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject camera device was not working. Per the report, it was determined olympus went onsite and found the video connector got damage and intermittently camera gave a scope communication error (e226). There was no patient involvement reported.

Event description:
It was reported the subject camera device was not working. Per the report, it was determined olympus went onsite and found the video connector got damage and intermittently camera gave a scope communication error (e226). There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed: video connector was damaged, and e226 was intermittently generated due to the damage. A definitive root cause could not be identified. Based on the results of the investigation, the information obtained from this complaint did not lead to the identification of the cause of the occurrence. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.